Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6), 2006. Subsequently, the patient experienced pain and a revision procedure was performed on (B)(6), 2011. The acetabular cup, modular head and taper adaptor were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Evaluation of the returned component found it to be assembled with the taper adaptor and no attempt to separate the components was made. The head appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. Based upon the appearance of the parts, wear rates did not appear to be excessive. The user facility was notified of the event on (B)(6), 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2011-00843 / 00845). This report filed (B)(4), 2011.